Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device was showing dashed lines when attempting to acquire leads ECG. There was no negative pt impact.